Event description:
Non-specified repair request initiated by the user facility for device. Report escalated to a complaint due to the footed portion of the attachment cut by tool contact. No pt impact was reported. On follow-up it was noted that the detached portion was immediately retrieved and it was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report was confirmed by eval. The footed portion was cut by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."